Manufacturer narrative:
(B)(4). The device history review for visistat 35w non-sterile lot #73b1600319 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples that were applied to the wound re-opened and the patient required another surgical procedure. The staples stuck in the feeding.